Event description:
It was reported that they were getting a low flow alert (alert 02) on arctic sun device. They have changed the device and were on their 3rd set of pads . Flow rate (fr) was 0, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, system hours was 4094, pump hours was 3623. Stopped therapy. Emptied and disconnected pads. In manual mode, 1.5lpm, -7.0psi, 53% . Connected pads one at a time using proper technique. Right thigh (0.4lpm, -7.0psi, 32%); right chest (1.5lpm, -7.1psi, 50%); left thigh (2.2lpm, -7.3psi, 65%); left chest (3.3lpm, -7.2psi, 85%). Disabled manual mode. Resumed therapy. Flow rate (fr) was 2.9lpm. Nurse stated they were holding onto the clear connectors earlier. They believed this was the underlying issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section". The DHR review could not be completed due to no lot number provided. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alert (alert 02) on arctic sun device. They have changed the device and were on their 3rd set of pads. Flow rate (fr) was 0, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, system hours was 4094, pump hours was 3623. Stopped therapy. Emptied and disconnected pads. In manual mode, 1.5lpm, -7.0psi, 53% . Connected pads one at a time using proper technique. Right thigh (0.4lpm, -7.0psi, 32%); right chest (1.5lpm, -7.1psi, 50%); left thigh (2.2lpm, -7.3psi, 65%); left chest (3.3lpm, -7.2psi, 85%). Disabled manual mode. Resumed therapy. Flow rate (fr) was 2.9lpm. Nurse stated they were holding onto the clear connectors earlier. They believed this was the underlying issue.